Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. The device was received and evaluated by baxter. The unit was tested for 24 hours with no occurrence of ec 322. The history log confirmed the ec 322 reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The upper and lower auxiliary components were replaced as they are known to contribute to the system error 322.

Event description:
It was reported that a pump displayed system error 322 alarms. It was also reported that there was no pt injury.